Event description:
Reporter alleged going to the hospital due to the blood glucose monitoring device results which did not appear to match her symptoms. Reporter stated device read 140 mg/dl and felt sick and started to sweat feeling low glucose symptoms. Reporter stated would not disappear so went to the emergency room (re). Reporter stated hospital lab read 51 mg/dl and within 2 more hours, hospital device read 107 mg/dl. Reporter indicated being treated with dietary adjustment at the hospital. It was stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.